Event description:
It was reported that during a vaginal cuff closure in the course of a davinci s hysterectomy procedure, the surgeon noticed that the mega suture cut needle driver instrument did not have any grip strength; upon further inspection the team noticed that one of the internal cables was broken. The instrument was exchanged and the surgical procedure was completed as intended. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spins freely and did not exhibit any damage. The cable segment sticks out at wrist. Proximal clevis cable hole exhibited wear on one edge. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.